Event description:
During operative hysteroscopy, the gynecare electrode failed. The electrode was at a right angle electrode and while using it, it bent to a straight position on three separate occasions. We had to open three different ones until we found one that the surgeon could use to finish.